Manufacturer narrative:
Device evaluation: the lens was returned in liquid in a microcentrifuge vial with residue/debris on the product. Visual inspection found the haptic broken and foreign material on the lens surface, specifically fiber. Dimensional inspection found the lens to be within specifications. (B)(4).

Manufacturer narrative:
Additional information h6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4)

Event description:
The reporter indicated that a 13.7mm vicmo 13.7 of -4.00 diopter was implanted into the patients left eye (os) (B)(6) 2023 as an exchange lens. Low vault was still observed. On (B)(6) 2023 the lens was explanted and the problem was resolved. Reference MFR # (B)(4) for initial lens.

Manufacturer narrative:
B5: the reporter indicated that the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens of diopter -4.0 into the patient's left eye (os) as an exchange lens on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to low vault without rotation. This resolved the problem. No injury reported. H6: device code: 1494, off-label use, acd < 3.0mm. Claim#: (B)(4).